Event description:
It was reported that, per x-ray, it looked like the sutureless connector of the catheter was not connected to the pump at all. The reporter specifically remembered that the surgeon had clamped on the gray dots, twisted both ways, and pulled on the sutureless connector, which showed that it was well attached at the time of implant. At the time of report, the patient was about to undergo a revision. It was noted that the pump segment of a new catheter would be used to replace the connector. The device system was used to deliver lioresal. That same day, it was reported that the patient had experienced fluid in the back around a week after implant and had signs of withdrawal. It was stated that the managing physician had not wanted to do a dye study to confirm the disconnection. Upon opening up the pump pocket, it was discovered that the catheter was still connected and was patent. No revision was done for the catheter or the pump. Five days later, it was reported that the physicians were unsure what the exact cause of the event was, but the patient was doing well at the time of report.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).